Event description:
It was reported that manometer still having leaking issues. Verbatim: the separate manometers are now leaking also so we need a different alternative. Right now I have a patient that we need to bring back for another lumbar puncture for opening pressure to determine if she will need surgery or not because dr. (B)(6) is not competent in the readings. I have 1 kit and 3 manometer in my office.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.